Manufacturer narrative:
Additional information; after further review it was determined that the suspect device 2420-0007 is concomitant and no longer reportable. Please reference manufacturer report number 9616066-2020-00764 for the failure investigation results.

Event description:
It was reported that the IV tubing set leaked during an infusion of tpn on a premature baby. Filter was cracked and there was crystallization on the outside of the filter which appeared it was leaking for an extended period. It was confirmed during follow up that there was no delay in patient care, and that this event did not contribute to, or result in a serious adverse impact to patient.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the IV tubing set leaked during an infusion of tpn a premature baby. There was crystallization on the outside of the filter which appeared it was leaking for an extended period. There was no patient impact.